Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the completion of the plant investigation.

Event description:
A user facility reported the saline bag back filled during recirculation mode. The incident occurred while no patient was connected and no patient was involved. The biomedical engineer checked the unit for any indications fo part malfunctions and discovered a leaking high flow relief regulator. The customer replaced the part and the hemodialysis unit was put back into service. The malfunction has not repeated itself on this machine to date.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that the issue was resolved by replacing a leaking flow regulator on the unit. The issue has not occurred again and the machine is operational. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformities during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification.